Event description:
Caller states the pt obtained results of 4.3 inr, 5.6 inr, and 4.5 inr on the coaguchek xs system within 4 hours. No action taken on device results. No adverse event reported. Requested return of suspect device and replacement was sent.